Event description:
Surgeon inserted instrument in rectum and approximated rectum and bowel edges. Instrument was closed and fired. Instrument would not release and anastomosis was torn through leaving bowel open. The procedure was completed using a us surgical device.